Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Low reservoir alarm functioned properly during test. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 179 mg/dl. The customer stated that she had received a low reservoir alarm, and when she tried to clear the alarm, the insulin pump alarmed button error. She declined troubleshoot for the low reservoir alert. She also noted that she had gone for a run earlier and was wearing the insulin pump in her bra; she stated that she was perspiring a little bit. Advised replacement of the insulin pump. Nothing further reported.